Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During a code event requiring massive transfusion protocol, a peripheral IV was placed in the left ac of a neonate for emergency administration of blood products. The new bd max zero needless connector clave was utilized for this piv and the line flushed normally at insertion. Minutes later, the rn attempted to again flush the IV prior to emergency blood administration and the IV would not flush. It was verified that the line/extension was not clamped and the flush syringe was correctly attached but the plunger would not depress. This nnp noticed the new max zero clave device was on the extension and requested that our previous clave device (baxter one-link needle free IV connector) be brought to bedside. The clave devices were exchanged, and the line immediately flushed and functioned normally. This issue is concerning given the small size of our lines/access devices which are very sensitive to pressure changes and the potential for delay in care should this issue arise again. Of note, a similar incident was reported from the picu team when using the new max zero needleless connector device.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information